Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: parent noticed that there was liquid leaking from IV tubing. Found a leak at the top blue part.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: parent noticed that there was liquid leaking from IV tubing. Found a leak at the top blue part.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 07-apr-2022. H.6. Investigation summary: a sample was received and tested by our quality team. The customer's complaint of leakage was immediately verified as soon as the set was primed with saline solution and a narrow stream started coming out of the silicone pump segment. The leaking portion of tubing was visually inspected under microscope and a small pin hole was noticed. The manufacturing plant was notified of this issue and after their own investigation, the root cause of these pin holes was found to be a handling error that rarely affects sets when attaching pump segment to the rest of tubing. Fixtures around this point in production have been replaced to eliminate this issue from occurring in the future. A device history record review for model 2420-0007 lot number 22025007 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.